Manufacturer narrative:
Manufacturing site: (B)(4). The chikai x 010 guide wire was returned for evaluation. The returned guide wire was placed inside the concomitant microcatheter. At approximately 180mm from the wire tip, the wire shaft was found fractured with torn polymer jacket. The fracture surface was oblique. S shaped deformation was observed distal to the fracture end. Microscopic observation on the wire shaft was performed after removing the polymer jacket. A helical slit was observed on the shaft, indicating localized accumulation of torsion had contributed to the observed fracture. Because the coil remained intact and the fracture ends of the shaft corresponded one another, it was concluded that the guide wire was returned in its entirety. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with wire manipulation had most likely contributed to the fracture on the chikai x 010 guide wire. The applied stress would accumulate on the shaft likely due to deformation observed on the returned guide wire and tortuous anatomy, exceeding the product design limit. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip. Otherwise, the guide wire may be damaged and/or vessel trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] damage such as separation.

Event description:
It was reported the tip of an asahi chikai x 010 guide wire separated during a transluminal arterial embolization (tae) to treat an arteriovenous malformation (avm) in the right vertebral artery (va) through posterior cerebral artery (pca). The guide wire was delivered with a non-asahi marathon microcatheter via an asahi fubuki guide catheter. After the guide wire reached pca, it became uncontrollable and found fractured under fluoroscopy. Snaring was unsuccessful so that both the guide wire and the microcatheter were removed together. A new guide wire was replaced to successfully complete embolization of the feeding artery. There were no adverse patient effects associated with this event.